Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the device appeared to be torquing. When the device was reversed, it worked again for approx. Five to ten seconds and then stopped working again. This was repeated several times with the same event re-occurring. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.